Manufacturer narrative:
Information was received on (B)(6) 2019 indicating that the event occurred during testing and no patient was involved.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis with the tamper seal missing and a damaged lens. The device was tested using the power up process and functional testing. The reported issue was no duplicated. Typically, the error code 44508 is caused by a loss of power while running. The cause of the issue is unknown because it could not be replicated. Preventative maintenance was performed on the pump.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error code 44508. There were no injuries or adverse events reported.